Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter had an error 2 message appear. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2015 at 1.30pm, she observed an error 2 message. The patient stated she manages her diabetes with a combination of diabetic medications (lantus and metformin). The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to receiving a non-numerical result. The patient claims she developed symptoms of "shaky and dizzy" 10 minutes after the observing the error 2 message. The patient denied receiving medical treatment due to the product issue. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used; there was no misuse of the product, the patient was asked to press the power button without the test strip, the error 2 message appeared. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.